Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Device code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2023. According to the complainant, post procedure the patient notice color change in urine. On (B)(6) 2024 an endoscopic procedure was performed for removal of the deflated balloon. There were no patient complications reported as a result of this event.